Event description:
A physician reported that during the intraocular lens (iol) implant procedure, trailing haptic found to have off to the side. Iols were left implanted.additional information has been requested.

Manufacturer narrative:
There have been no other complaints reported in the lot. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not in the retuned carton. Two photos were provided. The first photo shows the lens gusset area and most of the optic. A small dark line is observed at the inner gusset area. This may be a small crack. The second photo is a less clear view. A small dark line is observes at the inner gusset area. This may be a small crack. Unable to determine from the photo. A video was also provided. The cataract removal was shown. This took 9:57 minutes. The lens was shown in the lens case and no damage was observed. The lens and cartridge preparation were not shown. The cartridge tip comes into view from the bottom of the screen at 10:22. The lens can be observed advanced just past the parting line. Both haptics are tucked in the optic fold. The lens was delivered into the eye. The trailing edge of the optic appeared to be folded over slightly as the lens released from the cartridge. The trailing optic edge was cracked. A qualified cartridge and handpiece were indicated. The viscoelastic used was not provide. It is unknown if a qualified product was used. The root cause for the lens damage may be related to a failure to follow the instructions for use (IFU). Based on the video review, the trailing edge of the optic appeared to be folded over slightly as the lens released from the cartridge. The trailing optic edge was cracked. The returned associated cartridge was damaged. Inadequate ophthalmic viscosurgical devices (ovd) was observed in the returned cartridge. One spot of ovd was observed at the nozzle entry. No residual ovd was observed in the nozzle or the tip of the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).